Manufacturer narrative:
This product is not expected for return. As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that this cardiac resynchronization therapy pacemaker (crt-p) and left ventricular (lv) lead were suspected of triggering an episode of ventricular fibrillation (vf) post-implant due to lv pacing. The patient's system subsequently explanted and replaced with a cardiac resynchronization therapy defibrillator (crt-d) system and new lv lead. Following implant of the new system it was reported that the patient received shocks and anti-tachycardia pacing (atp) subsequent to several episodes of non-sustained ventricular tachycardia (nsvt). The episodes were reviewed by the physician and determined to be spontaneous in nature. The patient's medications were adjusted and they will continue to be followed remotely. No additional adverse patient effects were reported.